Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a cardiac ablation procedure, the patient developed new hyponatremia and fever and worsening hypoxia and shortness of breath during hospitalization for a retroperitoneal hematoma. The patient reported a recent fall with an associated right rib fracture and reduced ability to fully expand the lungs, correlating with symptom onset. Serum sodium was reported as 126¿127 mmol/l, and oxygen support was escalated to 4 l/min via nasal cannula. Blood cultures were positive for methicillin-sensitive staphylococcus aureus (mssa) bacteremia, and computed tomography (CT) imaging identified a new right lower lobe infiltrate consistent with probable mssa pneumonia. Laboratory testing showed leukocytosis, and physical examination noted increased breathing and crackles in the right lower lobe. Chest x-ray demonstrated interstitial prominence and small bilateral pleural effusions consistent with volume overload, and a follow-up x-ray described mild interstitial edema with platelike opacities in the right lung consistent with atelectasis. The bacteremia was considered complicated due to the presence of longstanding orthopedic hardware, with a plan for prolonged intravenous antibiotic therapy. An intravenous diuretic was administered with partial improvement in oxygenation. No further patient complications have been reported as a result of this event.